Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were contacted emergency medical services due to low blood glucose level with blood glucose was 40 mg/dl. Customer experienced blood glucose level of 50, 250, 91, 300, 83, 60, 71, 91, 79 mg/dl. Customer had symptoms such as not feeling well, dizzy, confused and sweating. Not feeling well, dizzy, confused and sweating. Customer was treated with carbs. Customer had 40 mg/dl and they had intravenous and started come up. Customer stated that the insulin dripping or squirting from end of set before connecting at their site. Customer was alleging insulin pump for under delivering due to low blood glucose level. Customer was dispatched in the emergency medical services in the past on (B)(6) 2018 due to car accident and had low blood glucose level. Hospitalization was due to spinal fusion. The insulin pump will be and reservoir will not be returned for analysis.